Manufacturer narrative:
Clinical investigation: based on the limited available information, it is not possible to determine the cause of the drain pain or the low magnesium. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s low magnesium that resulted in hospitalization. Lower serum magnesium level is associated with higher risk for hospitalization, particularly in patients with hypoalbuminemia; commercially available peritoneal dialysate contains 0.25 mmol/l of magnesium, resulting in daily net magnesium removal, and higher ultrafiltration with hypertonic solutions further increases magnesium losses into the dialysate. The patient¿s delflex was adjusted. The discharge summary and medical records have been requested. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient contact called customer support to report drain pain while the patient was at the hospital. According to the caller, unlike the cycler at home, the patient does not experience drain pain with the hospital cycler. During follow up with the peritoneal dialysis registered nurse (pdrn), it was reported that the patient was hospitalized (dates unknown) for low magnesium. Treatment details regarding the hospitalization are unknown, but it was also reported the patient¿s delflex was adjusted. No device malfunction was alleged.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.